Event description:
It was reported that: "following a trial in bari, (B)(6) 2025, one patient, suffered a leak on the suture line in a sleeve gastrectomy procedure, 4 cms below the cardias. He needed multiple re-interventions to solve the issue in the following weeks including exploratory laparoscopy with lavage and drainage, endoscopic stent placement and exploratory laparoscopy, laparoscopic esophagojejunostomy. Nothing abnormal was observed during the trial, everything looked in order.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "following a trial in (B)(6), on (B)(6) 2025, one patient, suffered a leak on the suture line in a sleeve gastrectomy procedure, 4 cms below the cardias. He needed multiple re-interventions to solve the issue in the following weeks including exploratory laparoscopy with lavage and drainage, endoscopic stent placement and exploratory laparoscopy, laparoscopic esophagojejunostomy. Nothing abnormal was observed during the trial, everything looked in order."